Event description:
I had acute breast pain on my right side, had a mammogram, ultrasound and MRI in (B)(6) 2019. I have natrelle silicone breast implants implanted on (B)(6) 2010. The MRI showed possible signs of rupture. Had an explant on (B)(6) 2019 and the right implant was ruptured and leaking silicone in my body. FDA safety report ID# (B)(4).